Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to placement difficulties, high pacing thresholds and lost of capture. This lead was successfully replaced. No adverse patient effects were reported.